Manufacturer narrative:
Concomitant medications include aspirin 81mg once a day, lisinopril 20mg once a day, hydrochlorothiazide 25mg once a day and norvask 5mg once a day. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a (B)(6) male with an unknown medical history is suspected of experiencing a stroke on the same day after having a precise stent placed on (B)(6) 2013 in the carotid artery due to stenosis. The reporter stated she did not know if the patient had a prolonged hospitalization due to the event. Additional concomitant medications included aspirin 81mg once a day, lisinopril 20mg once a day, hydrochlorothiazide 25mg once a day and norvasc 5mg once a day. Indications and duration were not known. No other information is available. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by medical affairs, a physician¿s staff member reported that the healthcare team thinks that a patient had a stroke on the same day after having a precise stent placed on (B)(6) 2013 in the carotid artery due to stenosis. The reporter stated she did not know if the patient had a prolonged hospitalization due to the event. Additional concomitant medications include asprin 81mg once a day, lisinopril 20mg once a day, hydroclorothiazide 25mg once a day and norvask 5mg once a day. Indications and duration were not known.